Event description:
It was reported that subtrochantric nonunion. Extracted 11 x 180 nail and implanted 10 x 340 125 degree. Surgeon felt that first nail was implanted a little to superior in the femoral neck and due to pt obesity should have used long nail instead of short.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.